Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that, during intraocular lens implantation, two ophthalmic knives were found to be blunt. The surgery was completed using two new knives. Details regarding patient harm has not been reported. Additional information has been requested but is not available at the time of this report.